Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic valve with the guidewire into the left ventricle, complete heart block (chb) was observed and did not recover through out the procedure. Subsequently, the valve was implanted at a depth 3 millimeter (mm) below the lower edge of the non-coronary cusp (ncc). Following the implant of the valve, the patient left the procedure with a pacing lead in the right ventricle, and was placed under observation. Additional information was received that the chb occurred when the guidewire passed through the aortic valve and the delivery catheter system (dcs) was not inserted at that time. The chb continued following the implant of the valve. Additional information was received that the guidewire used during the implant procedure was a non-medtronic guidewire.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic valve with the guidewire into the left ventricle, complete heart block (chb) was observed and did not recover through out the procedure. Subsequently, the valve was implanted at a depth 3 millimeter (mm) below the lower edge of the non-coronary cusp (ncc). Following the implant of the valve, the patient left the procedure with a pacing lead in the right ventricle, and was placed under observation. Additional information was received that the chb occurred when the guidewire passed through the aortic valve and the delivery catheter system (dcs) was not inserted at that time. The chb continued following the implant of the valve.

Manufacturer narrative:
Updated: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic valve with the guidewire into the left ventricle, complete heart block (chb) was observed and did not recover through out the procedure. Subsequently, the valve was implanted at a depth 3 millimeters (mm) below the lower edge of the non-coronary cusp (ncc). Following the implant of the valve, the patient left the procedure with a pacing lead in the right ventricle, and was placed under observation.